Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/6/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the needle piece removed from the patient during the same procedure? Device follow up? The following information was received: patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an animal surgery on an unknown date and suture was used. During the procedure, the dvm was attempting to secure the dorsal aspect of a penrose drain in the interscapular dead space tissue of a dog with a puncture wound. Tried once but the needle bent while trying to drive through the tissue. Tried again with a new suture line of the same material and the needle broke off as I was trying to grab and pull the point emerging from the skin. After the needle broke, retrieval was attempted, but not successful initially. A board certified surgeon has to be call in for removal of the broken needle and it was removed successfully. There were no patient consequences reported. Additional information was requested.